Manufacturer narrative:
Patient's age, sex, weight, event date and explant date were not provided. When the requested information becomes available, supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation (B)(4).

Event description:
Per complaint (B)(4), claim form received with missing information, contacted customer for additional information.